Event description:
The initial reporter complained of a discrepant result when using the elecsys troponin t hs assay on a cobas e 801 analytical unit. The initial troponin t hs result was 30.5 pg/ml; this result was released outside the laboratory. The reporter stated that the qc was in range at the time of the initial result. A second sample was drawn on the patient with a result of 6.9 pg/ml. This result prompted the laboratory to repeat the initial sample with a result of 5.39 pg/ml. The troponin t hs assay lot number and expiration date were not provided.

Manufacturer narrative:
The troponin t hs assay lot number was 566409 with an expiration date of 31-dec-2022. The investigation evaluated the last calibration before the event. The signal counts were as expected. Qc on the date of the event was within range. There is no indication of a reagent issue. The investigation could not determine the cause of the event.